Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx xience v everolimus eluing coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during a coronary artery stenting procedure, after implantation of a 2.5x15mm xience v stent, a dissection was noted. A second unplanned xience v stent was implanted to treat the dissection. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.